Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor had a "black point in the opening where the liquid enters". This was observed during filling. The device was filled with fluorouracil. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H10: the device was received for evaluation. Visual inspection was performed using the naked eye which observed a black particle measuring 0.30 square mm embedded in the material of the stressmember. The particle was not in the fluid path as it was embedded in the material of the stress member. An ftir test was attempted; however, the particle was insufficient to produce visible signals on the ftir spectra. Therefore, the embedded particle could not be determined. The reported condition was verified. The most probable cause of the condition was due to a manufacturing related issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.